Event description:
When pt went into a long term care nursing facility they brought scooter with them. It started with surges and abrupt stopping or hesitations. Pt thought it was bad batteries so they replaced them. This continued on. Pt found that when they removed the key and tapped it lightly on the top of the console it would go again thinking this was what was working. Pt just accepted that since they could not afford to have it looked at. Over a year of doing this they finally let rptr see if they could find someone to check it out. Rptr found pt's book on it and when reading found that the symptoms are exactly as stated in the book for complications from emi.